Event description:
It was reported that the patient presented remotely via (B)(6).net. Review of the transmission revealed the implantable cardioverter defibrillator was missing the lead impedance trend. Programming changes were implemented. The patient was in stable condition.